Event description:
The patient had a biventricular ICD implanted one year ago. On recent follow-up, she had demonstrated fracture of her left ventricular/coronary sinus-pacing electrode both demonstrable electrically and by x-ray. A review of the patient's outside x-rays including magnification films of her coronary sinus electrode show a fracture at the level of the periphery of the clavicle. The remainder of her leads are well positioned and intact. The patient was taken to the or, where the coronary sinus lead was extracted. It appeared to be fractured, this result of subclavian crush. The remaining 2 electrodes and the device itself had maintained their integrity. The new coronary sinus lead was placed without difficulty. The patient did well and was discharged with no complications.